Event description:
It was reported the patient exhibited noise on their right atrial (ra) lead. It was also reported the patient may have had a computed tomography (CT) scan being done during that time. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2007; product ID: 694965 implantable tachy lead implanted: (B)(6) 2007.